Event description:
It was reported that this patient with this newly implanted subcutaneous implantable cardioverter defibrillator (s-ICD) experienced a hematoma in the device pocket. This patient has come into the clinic multiple times per week to assess the hematoma. Additionally, the smart pass feature of this s-ICD disabled due to low and slow amplitude waves. Technical services (ts) discussed how to re-enable smart pass but that it could disable again if the amplitude remains small. An additional information request is being sent to the field. This s-ICD remains in service. No adverse patient effects were reported.additional information was received that a high impedance alert was observed for this s-ICD system indicating high out of range system impedance measurements greater than 400 ohms. Ts discussed this s-ICD will beep and requires a reset via an in clinic interrogation. Additionally, ts recommended x ray imaging and isometrics to determine the cause, which was thought could possibly be a connection issue and that this was emergent as this patient is considered unprotected at this time. Additional information is being requested from the field.furthermore, information received noted that the hematoma was drained after the surgery and that auto set up and reprogramming was performed. No additional adverse patient effects were reported.additional information notes automatic setup was run again. The system impedance this day was less than 30 ohms however not out of range. The health care professional (hcp) states the reason for the previously mentioned high out of range system impedance was due to the s-ICD floating in the hematoma. Ts noted the reported allegations are consistent with the original thought of a possible underinsertion. Ts again recommended imaging and troubleshooting. The hcp mentioned this patient had an infection and the previously mentioned hematoma, so physician does not want to open the pocket. The hcp will request x rays. Ts reiterated the concern for this patient possibly being unprotected.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this patient with this newly implanted subcutaneous implantable cardioverter defibrillator (s-ICD) experienced a hematoma in the device pocket. This patient has come into the clinic multiple times per week to assess the hematoma. Additionally, the smart pass feature of this s-ICD disabled due to low and slow amplitude waves. Technical services (ts) discussed how to re-enable smart pass but that it could disable again if the amplitude remains small. An additional information request is being sent to the field. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received that a high impedance alert was observed for this s-ICD system indicating high out of range system impedance measurements greater than 400 ohms. Ts discussed this s-ICD will beep and requires a reset via an in clinic interrogation. Additionally, ts recommended x ray imaging and isometrics to determine the cause, which was thought could possibly be a connection issue and that this was emergent as this patient is considered unprotected at this time. Additional information is being requested from the field. Furthermore, information received noted that the hematoma was drained after the surgery and that auto set up and reprogramming was performed. No additional adverse patient effects were reported. Additional information notes automatic setup was run again. The system impedance this day was less than 30 ohms however not out of range. The health care professional (hcp) states the reason for the previously mentioned high out of range system impedance was due to the s-ICD floating in the hematoma. Ts noted the reported allegations are consistent with the original thought of a possible underinsertion. Ts again recommended imaging and troubleshooting. The hcp mentioned this patient had an infection and the previously mentioned hematoma, so physician does not want to open the pocket. The hcp will request x rays. Ts reiterated the concern for this patient possibly being unprotected.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this patient with this newly implanted subcutaneous implantable cardioverter defibrillator (s-ICD) experienced a hematoma in the device pocket. This patient has come into the clinic multiple times per week to assess the hematoma. Additionally, the smart pass feature of this s-ICD disabled due to low and slow amplitude waves. Technical services (ts) discussed how to re-enable smart pass but that it could disable again if the amplitude remains small. An additional information request is being sent to the field. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received that a high impedance alert was observed for this s-ICD system indicating high out of range system impedance measurements greater than 400 ohms. Ts discussed this s-ICD will beep and requires a reset via an in clinic interrogation. Additionally, ts recommended x ray imaging and isometrics to determine the cause, which was thought could possibly be a connection issue and that this was emergent as this patient is considered unprotected at this time. Additional information is being requested from the field. Furthermore, information received noted that the hematoma was drained after the surgery and that auto set up and reprogramming was performed. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of low amplitude or poor morphology was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to patient condition.